Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incoming inspection member found red color debris in the sterile package. No patient involvement

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was returned for evaluation. Visual inspection showed red color debris embedded in the foam pad and loose debris within the sterile packaging. Device history record (DHR) was reviewed and no discrepancies were found. The reported event occurred during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the incoming inspection member found red color debris in the sterile package. No patient involvement.